Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to medwatch as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported they purchased "freestyle lite blood glucose test strips 100 count" from (B)(6). Furthermore, the customer stated that they noticed the purchased bottle was "yellow" in color and their strip bottle bought from the pharmacy was "white." The customer also noticed that there was an additional label underneath the top label. The customer used the test strips for the next week and reported that their glucose levels were "all over the place," stating that they received both low and high result, with no consistency. While at a routine diabetic appointment, the customer informed the nurse about amazon purchased test strips and noticed that in fact the test strip bottle had been relabeled and noted the message "not for sale in the USA" on the top of the bottle. There is no report of third party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.